Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported of power system error and blank display from the insulin pump. The customer's blood glucose reading was 8.4 mmol/l. The customer treated with a 20 unit correction with the pump. The customer was advised to insert new battery. The customer received a blank display. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm was noted during testing. The pump error 25 alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. No unexpected blank display anomaly was noted. The pump was received with a cracked keypad overlay at the select button, a fading serial number label, a scratched case and keypad overlay texture damage.